Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient's father to reset the device on (B)(6) 2014 and reset was successful. The patient's father did not report any injury or medical intervention.